Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during the insertion of a transobturator tape procedure. According to the complainant, during the procedure, the association loop "broke off". The complainant was unable to report if the association loop split in half or if any portion of it detached from the device. A standard suture was used to attach the sling back to the delivery needle in order to complete the procedure with the same device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "stable". Several attempts at follow up have been unsuccessful.

Manufacturer narrative:
(B)(4).